Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 5 months after device implant. The cause of death has been requested but not received.